Manufacturer narrative:
Corrected data: section d6a: date of implant corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the controller fault alarms. A specific cause for these events could not be conclusively determined through his evaluation. The controller event log file contained events from 02mar2025 through 08mar2025. No notable alarms or events associated with the pump were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) team reported the patient had a system controller fault alarm over the previous weekend. The patient's controller stopped working causing the pump to stop. The patient's spouse was able to change the controller to the backup. The site requested a replacement controller. Further information provided that on (B)(6) 2025, the patient's spouse contacted the left ventricular assist device (lvad) team via the emergency line due to a "controller system fault" alarm. Per the spouse, the green errors were not illuminated, and the patient was slumped into a chair. The spouse immediately transitioned the patient to their backup controller, and within a moment, the patient regained consciousness. They contacted the lvad team immediately after this, and the lvad clinician was able to verify that the new system controller was functioning appropriately. A new backup system controller was sent expedited to the patient to replace the system controller that had alarmed and the alarming system controller was silenced and sent to the lvad team for interrogation. From the screen shot images, it appeared that the patient's alarm began at 8:28.57 am with a replace backup battery (ebb) alarm. From there, it appeared that at 8:31, a battery was disconnected (it was suspected the patient did this). At 8:32 am it appeared that the 2nd battery was disconnected (it was suspected the patient did this as well, which caused the green arrows to disappear from the system controller). At this point, the patient's spouse probably heard the alarms, ran over and saw the patient's slumped over with no green arrows on the system controller and alarming, and performed a system controller change 42 seconds later at 8:32.50 am at which point the driveline was disconnected and transitioned to patient's backup system controller. Log files were sent for review, and the event log contained various alarms associated with the onset of backup battery faults as well as the reported driveline disconnect event. The patient appeared to have been connected to the mobile power unit (mpu) when the onset of ebb fault occurred at 8:28am on 08mar2025. Between 8:31am-8:32am both external power cables were disconnected from the mpu causing no external power alarms. At 8:32am the pump driveline appeared to have been disconnected from the system controller causing various alarms. Between 8:32am-8:53am the log recorded various attempts to the shut down the system controller. The system controller appeared to have been shut down following the data stamp of (B)(6) 2025 8:53:07am. Additional information from the site provided that the patient briefly lost consciousness with this event but regained consciousness upon their wife transitioning them to their backup controller. They intentionally did not unscrew the back of the system controller to get the ebb in order to not contaminate the findings. The site reported this was the second alarm for an internal battery in the past week where the battery had plenty of life remaining, yet this alarm was randomly prompted. In both situations, the patient needed to exchange their controller. Further information from the site provided that the alarm resolved when the patient transitioned away from the mpu and did a system controller exchange. The mpu was described as an affected device. The patient did not report any concerns of the device becoming unplugged from the wall or any power outage.